Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a backup alarm failed alarm that occurred while the device was being used in a hospital ward. A ward nurse noticed the alarm at their rounds and replaced the unit with a backup v60. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device, and the reported issue was not duplicated by a check performed. Since occurrence record of "check vent: backup alarm failed" (diagnostic code: 1104) was confirmed in the event log, the central processing unit (cpu) board was replaced as recurrence preventive action. The device passed required performance verification tests per philips standards and was returned to service. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue of backup alarm failed (e1104). The tech verified that the alarm error code e1104 shows in the log. No associated occurrence or error code e1104 could be duplicated at the pil during the boot up of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the unit in a no power/hardware power fail state, the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 395k ohms, verifying that ls1 is not shorted or open. Tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the power supply. Tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no problem found.